Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient is no longer experiencing difficulty walking with his right leg.

Manufacturer narrative:
(B)(4)., sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
The patient had two leads from the same lot. It was reported the patient underwent a trial procedure on (B)(6) 2016. Following the procedure, the patient began to experience discomfort in relation to twitching/spasms in his right leg. In turn, the patient had difficulty walking with his right leg. As a result, the patient went to the emergency room on (B)(6) 2016 and his leads were removed. The patient experienced some relief following removal of the leads.